Event description:
The patient had generator replacement surgery due to an unrelated reason of battery end of service on (B)(6) 2012. Follow up with the physician revealed that when she last saw the patient in (B)(6) 2011, her vns was still working. Attempts for additional information were unsuccessful to date.

Event description:
It was reported that a vns patient was experiencing an increase in seizures, and the physician believed the patient's device was at end of service. Vns had reportedly helped the patient greatly in the past with combination of medications. Additional information was attained which revealed that diagnostics were performed on (B)(6) 2011 which showed that the vns system was functioning properly at the time of the event, and the generator was not at end of service. Therefore, the increase in seizures as noted in (B)(6) 2010 were not actually due to end of service. Clinic notes dated (B)(6) 2012 were later received which reported that the patient's last seizure was in (B)(6) 2010. The physician is referring the patient for generator replacement as a result of the generator nearing end of service. Although surgery is likely, it has not occurred to date.